Event description:
Additional information indicates that the impedance measurements now exceed 2,500 ohms. Sensing appears to be good and stable and there are no new episodes in the logbook. It is likely that there is a lead tip/tissue interface issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient will be followed via the remote home monitoring system. It was determined that the impedances have stabilized around 2,200 ohms. No further complications have been reported at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an gradual increase in pace impedance measurements, which are now greater than 2,000 ohms. Additionally, there was an increased in pacing thresholds. Isometrics were performed and there was no noise seen on the patient's right ventricular (rv) lead channels. The shock impedance measurements were stable and within normal limits. No adverse patient effects were reported. This product remains in-service.